Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was being used to deliver 1900ml of an unspecified concentration of total parenteral nutrition (tpn), at a rate of 95ml/hr, for a duration of twenty hours, via a gemstar pump, it was reported that approx 20 hours after the delivery was started, the pt woke up wet. It was reported that the pt's clothing was wet and that solution had dripped onto her leg. At this time, the customer contact indicated that 1710ml of solution had been delivered. The customer contact reported that approx 25-30ml of solution leaked at an unspecified location on the filter of the tubing set. No specific details were provided. It was reported that during visual examination with a flashlight, the filter appeared wrinkled. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no delay in therapy critical to this pt. No medical interventions were required. No add'l info was provided.